Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's single spectra penile prosthesis cylinder was removed and replaced with an inflatable penile prosthesis due to an unspecified reason. Only one cylinder was initially implanted in the patient at the time of surgery. No patient complications were reported in relation to this event.